Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The battery was charged. The receiver log was reviewed, finding no errors. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.